Event description:
It was reported that the patient presented with a myocardial infarction 24 hours earlier. Lesions were noted at the descending artery (da), circumflex (cx) artery and middle branch. Percutaneous coronary angioplasty was performed on a de novo lesion located in the proximal segment of the intermediate branch (highly developed) with basal stenosis greater than 90% and very little calcification. After optical coherence tomography (oct) and diagnostic coronary angiography was done, the lesion was predilated with a 2.0x10mm non-abbott balloon at 16 atmospheres (atm). Oct was performed and a second dilation was performed with a 2.5x12mm balloon at 14 atm. Oct was performed again. A 3.5x18mm implant was deployed at 14 atm (progressive inflation) in the proximal segment of the intermediate branch. Oct was performed and apposition of the implant was noted to be perfect. However, there was difficulty removing the delivery catheter. The balloon was kept on negative each time it was attempted to be removed. The balloon was confirmed under angiography to be fully deflated prior to attempting to remove it so it is unknown why the delivery catheter was difficult to remove. Eventually, the balloon was withdrawn as one unit with care, disengagement of guiding catheter and continuous traction. Technical problems related to deflation (time, bubbles moving in the indeflator tube, etc.) Were ruled out. Oct was performed confirming correct expansion of the implant with perfect apposition to the vessel wall. Post-implant of the device, residual stenosis was 10%.

Manufacturer narrative:
(B)(4). Event description (continued): ten-thousand units of heparin and 600 mg loading dose of clopidogrel (also administered to the patient before) was administered with aspirin as part of the dual anti-platelet therapy. There was a satisfactory outcome. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided. Concomitant products: guide wire: asahi sion; guide catheter: xd 3.5 cordis. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove post deployment reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.